Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in intraoral region #9 it was verified its non osseointegration. A 35 ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type ii. The implant was carried out immediately and bone graft was executed.